Manufacturer narrative:
This report is filed on june 13, 2017.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2017 due to the pressure of cholesteatoma in ear. There are no plans to re-implant the patient with a new device.